Manufacturer narrative:
(B)(4). The actual sample was not returned; therefore, one sample from production at the manufacturing facility was used for investigation. A visual exam was performed and there no obvious defects were detected. The angular connector could be attached to the 15mm connector without any issues. It was also found that the connector passed the gauge, plug, and fitting test. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, and there were no defects found with the sample tested from the production lot at the manufacturing facility.

Event description:
The customer alleges that the connector detached from the tracheal extension during use on a patient. No patient injury or intervention reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the connector detached from the tracheal extension during use on a patient. No patient injury or intervention reported.